Event description:
It was reported that a patient had a loss of therapeutic effect with their urinary device ever since a pain device was implanted. It was noted that the urinary device was not working, and it was working great prior to having the pain device. Two days later, it was reported that the pain device was implanted for right leg pain and the lead for the urinary device was implanted on the right side also, so stimulation patterns were interfering with each other and the patient wasn¿t receiving therapeutic effect from either device. It was noted that the urinary device was implanted in the left buttock and had been turned off to see if the pain therapy would provide some relief. It was reported that the patient was going to follow up with her doctor and manufacturer representative on (B)(6) 2013. It was later reported that with both the urinary device and the pain device active, the urinary device was not working and the patient was getting up every fifteen minutes to urinate and had frequent urination. The patient met with her pain healthcare provider and manufacturer representatives to discuss the device interactions and it was decided to try therapies separately. The patient decided that she wanted to use the pain therapy and turned the urinary device off. It was reported that the patient was to see an urologist healthcare provider the week prior to the report to discuss updates and let them know that the urinary device was currently off. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer. Patient product ID: 3093-28, lot# va06m15, implanted: (B)(6) 2013, product type: lead. (B)(4).